Event description:
Boston scientific performed a retrospective data analysis on comet using the pinc ai healthcare database from premier. Patients are identified through use of comet as identified in charge master billing. Adverse events were identified through the respective cpt/ICD-10 coding. The procedures were performed from january 2019 through september 2024. These analyses are being performed as a specific activity to assess safety and performance rates associated with the subject device. Comet outcomes were assessed against other similar/benchmark devices. Rates of the adverse events including death, myocardial infarction, pericardial effusion, cardiac tamponade, acute renal failure, contrast allergy, bleeding, embolism and stroke are reported. A total of 33342 patients underwent a procedure using comet. The following is a summary of those results over 5 years (january 2019 - september 2024): mortality rates comet cases: 112 out of 33342 patients resulting in a rate of 0.34%, compared to the competitor rate of 0.29%-0.44%. Mortality rates for comet claims fall within the range of the similar/benchmark devices. Rates for mortality are comparable to those of the similar/benchmark devices and are therefore acceptable.

Manufacturer narrative:
B2 date of death and b3 date of event: data was provided for events recorded 01jan2019-30sep2024. 01jan2019 selected as the earliest possible date of event and date of death. Data obtained for this study is de-identified before being accessed by boston scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to bsc. Detailed product information was not provided to bsc and no further information is available. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information.